Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads (from the same lot). It was reported, the patient is no longer receiving adequate coverage. It was also reported, the patient is experiencing rib stimulation. Fluoroscopy results revealed both leads have migrated. The patient may undergo surgical intervention on a later date to address the issue.